Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. The entire dose of drug had not been administered to the patient at the end of the secondary tubing flush which was indicated by the discoloration in the tubing. It was also stated, "nursing is unable to administer the total dose of drug ordered for the patient. This is particularly problematic with small doses of drugs such as those used in pediatrics and oncology departments where the vincristine or paclitaxel volume may only total about 5 ml within a tubing set volume of 20 ml. Oncology is not allowed to use syringe pumps by international practice standard requirements." No additional information is available.